Event description:
The customer reported their AED is giving an error code of "service code or error upon new battery insertion". Customer stated that the AED had a red flashing light and it was maintenance monthly by checking the asi light. Customer stated that a new battery pack was installed but the old battery pack was expired and depleted. The reported event did not occur during patient use.

Manufacturer narrative:
This MDR is being filed based on the admission from the customer that their previous battery pack was both expired and depleted.